Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.  (B)(4).

Event description:
It was reported that stent dislodgement occurred. The patient presented with st-elevation myocardial infarction. The target lesion was located in the very tortuous and very calcified right coronary artery (rca). A synergy¿ drug-eluting stent was advanced to treat the lesion. However, during procedure, the device was unable to be delivered. Moreover, upon attempting to remove the device, the stent came off from the balloon inside the patient's body. Subsequently, the stent was pinned against the vessel using another stent. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.